Manufacturer narrative:
The initial MDR for this event submitted by stryker was done so in error. This event was previously reported by manufacturer nakanishi under report# 9611253-2015-00007 who will submit all subsequent reporting including investigation results. OEM - manufacturer notified

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that during testing conducted at the manufacturer facility, the bur slips out of the 4:1 straight reducer while cutting. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported that during testing conducted at the manufacturer facility the bur slips out of the 4:1 straight reducer while cutting. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.